Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to emergency medical assistance due to high blood glucose on (B)(6) 2020 with blood glucose of 517 mg/dl at the time of the incident. The customer was given manual injections to treat. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the incident. The customer reported seeing large air bubbles in the infusion set and leaks around the reservoir, near the retainer ring. The customer also mentioned a slightly bent infusion set cannula. Troubleshooting was not completed and for the high. The insulin pump will not be returned for analysis.